Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances noted on the lead. Reprogramming was attempted, however, unsuccessful. It was also noted that the lead was bent at the ipg port. The patient underwent a revision procedure wherein the broken lead was replaced. The patient was doing well postoperatively. The explanted lead was not returned as it was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred months ago from the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 7073728.